Event description:
It was reported the pt (germany) underwent a surgical procedure on (B)(6) 2011 to implant new leads for the purpose of covering a new pain area. However, during the procedure, it was reported the new lead could not be completely inserted into the ipg header. As such, the pt's ipg was explanted and replaced. No further info is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.